Manufacturer narrative:
The device was evaluated by a field service technician. The device is in perfect shape and is working properly.

Event description:
Consumer alleges she was driving her scooter into her bedroom when the scooter went on its own and tipped her over and fell on top of her. She had to call the fire department. On (B)(6) 2016, she alleges she fell off of the scooter again causing cuts to her right arm and leg.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges she was driving her scooter into her bedroom when the scooter went on its own and tipped her over and fell on top of her. She had to call the fire department. On (B)(6) 2016, she alleges she fell off of the scooter again causing cuts to her right arm and leg.